Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified intermittent 23008 errors occurring and replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned from the field for the complaint error on arm which was confirmed and replicated during in house testing. The unit was installed on the sftp and failed with errors 23008 and 23062. Then, the unit passed the previous failures after running a recalibration sequence, but failed with error 23062. No roll magnet delamination was observed. Additional finding, the unit failed on the following, that's not related to the field complaint: slow gravity balance test post sine cycle. A visual inspection was performed. Failure analysis noticed the finger loops had a rough surface texture, causing irritation and itching. No external mechanical damage, contamination, or abnormal conditions were observed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue is attributed to the mtm roll magnet and hub.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 23008 on the right master tool manipulator (mtm) of the console 2. The customer restarted the system and the issue cleared for a short time but returned in another case. The customer disabled the mtm to resolve the issue and continued the case. The procedure was completed with no reported injury.